Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a right ventricular lead revision procedure after an increased in pacing impedance and in threshold was noted via merlin.net transmission. A venogram was performed and the vein was observed occluded. It was discussed patient will be referred to a laser extraction and replacement of the right ventricular lead. In the meantime, programming changes were made. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the right ventricular lead was explanted and replaced successfully. The patient was recovering after the procedure.

Manufacturer narrative:
A partial lead with the connector portion measuring 4.5 cm and the distal portion measuring 41.5/61.5 cm (inner and outer insulations/stretched inner and outer coils) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.